Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was reported that another high out of range shock impedance measurement was detected on this ICD and rv lead. The out of range measurements continue to be an ongoing issue. Boston scientific technical services (ts) was contacted and discussed that the high out of range shock impedance measurements may be a result of the rv lead being a single coil lead. The ts consultant also provided additional troubleshooting options that may help further evaluate the system. The field representative was planning on discussing these options with the physician. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As this lead will not be returned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that this rv lead still exhibited shock impedance measurements above 125 ohms as well as high pacing threshold measurements. A revision procedure was performed and this ICD was explanted and the rv lead was capped and surgically abandoned. Both products were successfully replaced without any additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. Once any additional information does become available, this report will be updated.